Manufacturer narrative:
B3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel disfunction. It was reported that the device has stopped working. Patient stated that they had it set and working fine, then 10 days or 2 weeks ago, they noticed that the leakage and frequency has increased. Patient stated that when they try to connect to the ins and make an adjustment, they saw "therapy has stopped replace the internal device to continue therapy." Agent reviewed possible eos and redirected the patient to the doctor to have the device's battery checked. Additional information was received from the patient. The patient reported that it was unknown if the issue was cause by normal battery depletion and unknown if the cause of the device not working was determined. They reported that what most likely caused the issue was a high setting. They reported that no one ever told them that if they had the device on a high setting the battery might deplete rapidly. They reported that nothing had been done yet to resolve the issue but that the device would be replaced in september. They reported the resolution of the issue is that the device would be replaced in september.